Event description:
It was reported that an impactor tip chipped at a corner during impaction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h4, h6. - visual examination of the provided picture identified an impactor pad with part of the corner fractured off confirming the complaint. - review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. - device is used for treatment. - reported event is not related to a combination of products; therefore a compatibility review is not applicable. - review of complaint history identified additional similar complaints for the reported item and part and lot combination. - medical records were not provided. - a definitive root cause cannot be determined. - no corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a2 pt dob, a4 weight, b7 height, g3; h2; h6.